Event description:
During a coronary stenting procedure in the left anterior descending, physician went in and was unable to cross with first stent. He retrieved the sds and attempted to predilated. Predilatation was not successful as the lesion was highly calcified. A second attempt was made to deliver the stent, but the physician felt resistance. After several attempts, the pt's condition deteriorated and the pt was taken to the operating room for an immediate bypass. At this point, the lab technician noticed the stent was gone and the assumption is that the stent was still in the pt. Procedure was delayed for 2 1/2 hours as a result of the difficulties experienced by the physician. Further investigation indicated the stent came off the balloon without deployment and the physician felt resistance as he advanced the sds prior to the stent dislodging off the balloon. At predilatation, the balloon was able to cross the target lesion, but sds was not able to cross the target lesion. The pt received open heart surgery and is making slow recovery with periods of some altered mental status and atrial fibrillation. The location of the stent inside the pt remains unk, it is not know if any examinations were done to ascertain the position of the stent. However, according to the cath lab staff, the physicians are not concerned because it is believed the stent is in the left main coronary artery which was bypassed in open heart surgery. It is also believed that the altered metal status was due to anesthesia and has resolved. The atrial fibrillation was resolving.

Manufacturer narrative:
Additional info will be submitted within thirty days upon receipt.